Event description:
Ongoing intermittent occlusion alarms occurred. The customer experienced a high blood glucose level displaying ¿high.¿ specific value was unknown. To address this, the customer acknowledged the alarms and administered correction boluses using the pump. If occlusion recurred, the customer changed the infusion set and cartridge to resume insulin delivery. The issue has persisted for 2-3 months, involving frequent and recurring occlusions, which led to a pump replacement.